Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; it was very hard to open the battery drawer. The upper case was found broken and loose parts caused the battery drawer to be stuck. It was noted both bail covers were cracked.

Event description:
It was reported it was difficult to open the battery cover (drawer). The external pulse generator was returned for service. There was no patient involvement.